Event description:
According to the initial information received, this 12mm amplatzer septal occluder (aso) was deployed but was found to be too large for the defect. The aso became difficult to retract through the 7f amplatzer torqvue 45 delivery system (dtv45) sheath so an exchange system was used to remove the aso. Also, the tip of the dtv45 was found to be damaged. Next, an 11mm aso was used but deployed into a cobra shape. It was successfully replaced with another 11mm aso.

Manufacturer narrative:
During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Upon receipt of the dtv45 (sheath only), the sheath was decontaminated and examined; the sheath tip was inverted. A test asd-012 device was loaded into a test 7f loader, handed off to the returned sheath, advanced, deployed, and retracted. Resistance was experienced during deployment and retraction, however both were successful. The 12mm aso used in the event was not returned for analysis.